Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tbm greg called stating that the dealer went to use the rps350 and the eyelet cable broke on the first use, it popped right out of the mast behind the knee pads.